Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) system boot up failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed system failure upon boot up. Fse confirmed fault code#118 sol wdt fail in the error logs. A critical error detected in the hardware watch dog circuit on the solenoid driver board. Solenoid control pcba was replaced. Device powered on successfully without issue. Complete preventive maintenance (pm) performed with full calibration. Unit passed all functional and safety tests per factory specifications. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a solenoid control board with a reported unit failure of the system not booting up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not verify the failure. Sending the board to the supplier for failure analysis per procedure. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the fat dept. Received solenoid control board from the supplier. Supplier investigation: performed visual check and no abnormality found. Board was re-tested at fct and passed. Result at inspection and test is good and no abnormalities was detected. Board was ndf. Retaining this board in the fat dept. Per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).